Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted a replace battery alarm with the code 128-fe88. Allegedly, the battery life shortened from five weeks to three weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings:a review of the device history indicated an alarm with code 128-fe88 following a rewind step. No evidence of moisture ingress or damage was observed to the battery compartment. The battery cap secured properly to the pump; a power loss was not observed and the alarm was not duplicated. The current draws were measured within specifications. The pump case was removed and no evidence of moisture contamination was found. No evidence of intermittent contact was observed on the battery terminal contacts or the u12 component. Unrelated to the complaint, the display screen appeared dim and discolored.